Event description:
It was reported that customer was hospitalized due to high blood glucose. Nurse called stating was admitted to ICU. Customer provided details of hospitalization. Customer's blood glucose reading at time of event was 432 mg/dl. Customer was treated with insulin drip. Customer experienced headache and vomiting. Diagnosis is diabetic ketoacidosis. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.